Event description:
It was reported that the patient was taken to the hospital due to unconsciousness on (B)(6) 2022 at 21:00 and percutaneous cardiopulmonary support and ventilator were initiated. The patient was transferred to an implanting facility for analysis. It was noted that the system appeared to be running normally and possibility of stroke was denied by computed tomography scan. Log file analysis captured pulsatility index (pi) events as well as routine power source changes. It also showed a noticeable drop in calculated flow and average pi in the hours prior to the log retrieval. These readings did not appear to be a result of any equipment malfunction and were most likely a result of the patients clinical condition. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was additionally reported that the patient was readmitted on (B)(6) 2022 instead of (B)(6) 2022. During admission, the patient required intubation and a ventilator. The cause of death was determined to be hypoxic encephalopathy lasting more than 24 hours and renal dysfunction. The patient's stroke was diagnosed via computed tomography (CT) imaging, heparin was administered, and the cause of the stroke and the bleed was identified as complexities of medical management. The patient also was transfused with 8 to 16 units of red cell concentrate per 24 hours to treat the major bleeding event. The patient was on dialysis for one week to address the renal dysfunction. Their maximum creatinine value was 2.85 milligrams per decileter (mg/dl) the doctor indicated that the causes of cardiopulmonary arrest (cpa) and loss of consciousness were unknown. It was considered that some kind of lvad malfunction may have occurred, but nothing was observed which led to the cpa in the head and trunk.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Evaluation of (B)(6) did not reveal any device-related issues. The submitted log files were reviewed and contained approximately 2 days of events. The pump operated at the set speed without issue. Estimated flow ranged from 3.3-4.2 liters per minute (lpm) until day 613 hour 20 minute 43 (per timestamp), at which point flow decreased slightly to range from 2.7-3.0 lpm for the final approximately 4 hours of the log file. Power ranged from 4.4-5.5 watts (w). The system appeared to be operating as intended, and there were no notable alarms active in the log files. The pump was returned assembled with the driveline severed approximately 2.25¿ from the pump housing, and the distal portion of the driveline was returned measuring approximately 32.75" with controller connector. The distal portion of the sealed inflow conduit was returned attached to the pump inlet port, and the proximal portion of the sealed inflow conduit was not returned. The apical sewing ring was not returned. Approximately 1.75¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. Approximately 0.5¿ of the sealed outflow graft bend relief was returned over the outflow graft with the sealed outflow graft bend relief collar connected. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 17dec2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death, neurologic dysfunction, respiratory failure, bleeding (perioperative or late), and renal failure as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.